Event description:
It was reported that balloon rupture occurred. The >70% stenosed target lesion was located in the arm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the initial inflation at less working pressure for few seconds, the balloon ruptured. There were no segment of the balloon detached inside the patient during the rupture. Another of same device was used to complete the procedure. There were no patient complications reported. The patient was stable after the procedure.